Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain radiating to the lower limbs') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toothache ("dental pain"), musculoskeletal pain ("shoulders pain"), fatigue ("general fatigue"), arthralgia ("joint pain") and allergy to metals ("nickel allergy"), 11 years 8 months after insertion of essure. On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, toothache, musculoskeletal pain, fatigue, arthralgia, allergy to metals and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, arthralgia, fatigue, musculoskeletal pain, pelvic pain and toothache with essure. The reporter commented: it was reported that device is available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain radiating to the lower limbs') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toothache ("dental pain"), musculoskeletal pain ("shoulders pain"), fatigue ("general fatigue"), arthralgia ("joint pain") and allergy to metals ("nickel allergy"), 11 years 8 months after insertion of essure. On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, toothache, musculoskeletal pain, fatigue, arthralgia, allergy to metals and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, arthralgia, fatigue, musculoskeletal pain, pelvic pain and toothache with essure. The reporter commented: it was reported that device is available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain radiating to the lower limbs') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), toothache ("dental pain"), musculoskeletal pain ("shoulders pain"), fatigue ("general fatigue"), arthralgia ("joint pain") and allergy to metals ("nickel allergy"), 11 years 8 months after insertion of essure. On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, toothache, musculoskeletal pain, fatigue, arthralgia, allergy to metals and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, arthralgia, fatigue, musculoskeletal pain, pelvic pain and toothache with essure. The reporter commented: it was reported that device is available. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: the case will be deleted from bayer pv database. Nullification reason: as per follow-up information received, this case was identified as a follow-up of case 2019-089256. All the information has been transferred to case 2019-089256. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.